Event description:
The customer obtained lower than expected vitros valp quality control results on two different vitros tdm pv fluids using two different reagent control lots on a vitros 5,1 fs chemistry system. Tdm pv c3174:16.59, 11.62, 15.20, 16.17, 18.13, 17.01, 19.49, 20.22, 17.40, 15.26, 15.84, 16.93, 12.69, 16.03, 17.23, 20.38, 13.91, 17.09, 18.39, 19.15, 19.80, 14.54, 14.46, 17.26, 15.71, 18.10, 19.85, 16.83, 14.53, 13.00, 17.35, 18.97, 14.02, 14.19, 13.57, 19.57, 16.25, 16.28, 13.69, 18.89, 18.72, and 16.61 ug/ml vs. The expected result of 30.4 ug/ml. Tdm pv e3176: 88.43, 81.80, 83.26, 86.80, 93.38, 87.26, 79.05, 83.40, 88.85, 84.18, 86.39, 90.34, 83.67, 90.40, 94.64, 84.73, 86.14, 87.38, 94.19, 94.27, 90.33, 85.83, 79.80, 91.55, 92.24, 81.40, 81.09, 92.61, 85.32, 91.22 and 86.47 ug/ml vs. The expected result of 118.9 ug/ml. Tdm pv e3176 40.7 ug/ml vs. The expected result of 118.9 ug/ml. Biased results of the direction and magnitude observed could lead to inappropriate physician action. The customer made no allegation that erroneous patient results had been obtained or reported from the laboratory. There was no allegation of patient harm. This report corresponds to ortho clinical diagnostics inc. (B)(4).

Manufacturer narrative:
The investigation determined that lower than expected vitros valp quality control results were obtained on two different vitros tdm pv fluids using two different reagent lots on a vitros 5,1 fs chemistry system. The most likely assignable cause of the event is an instrument related issue. An ocd field engineer replaced the reagent supply driver and drive belt and the secondary metering pins. All necessary adjustments were performed. Acceptable vitros valp performance was obtained after service actions were completed.